Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6)2017 with blood glucose of 600 mg/dl. The customer¿s current blood glucose level was 130 mg/dl. The customer changed site and bolused multiple times however the high blood glucose level did not come down. The customer also reported that the insulin pump had beeping noise and it had beeping sound since the insulin pump was out of suspend. The customer was treated with drip. The customer was wearing the insulin pump during the hospitalization. The customer was hospitalized due to diabetic ketoacidosis. The drive support cap was normal. The customer performed hp test and found that the insulin pump received no delivery at 4.7. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, displacement accuracy test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms were noted. The device was received with cracked reservoir tube lip and minor scratches on lcd window.